Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID 977c165 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2021; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient stated that they were scheduled to have their implant replaced on monday. Patient mentioned on monday their stimulator and lead will be replaced and a lead came out through their back and poking out. When asked for event date, patient mentioned the issue began a year ago. Patient mentioned it takes 3-4 hours to charge their implant. Patient mentioned they restarted the controller then the stimulator started working but the controller showed terminated for the implant. Patient mentioned they were getting residual shocks all over their body, patient also noted they always did get the residual shocking feeling on and off but now they felt like zapping in their right cheek, face, arm and leg. Patient mentioned the stimulation wasn't supposed to zap them and that the stimulation felt like a massaging, rumble and a vibrating feeling but now the stimulation felt like a hot pin poking at them, patient mentioned the thing has zapped their heart before and that hurt. Patient mentioned their implant lasted for 5 years. Agent document information on call. The patient was redirected to their healthcare provider to further address the issue.